Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device was at elective replacement indicator (eri). A longevity calculation analysis found the battery depletion was premature based on the device usage. The battery analysis by the manufacturer found the battery was normal. The cause of premature battery depletion could not be determined.